Event description:
It was reported that on (B)(6) 2022, emergency medical services was called and the patient was found unresponsive in his home, connected to his system controller that was alarming and was experiencing ventricular tachycardia. Cardiopulmonary resuscitation (CPR) was performed and the patient was transported to the emergency department where they passed away. It was noted in the log files that on (B)(6) 2022, at 18:27:37 the pump was on battery power and running as expected. At 18:30:00 the driveline was disconnected and the pump was off. At 18:42:21 the controller was exchanged. At 18:59:24 low flow events started but the pump was still running. At 19:18:06 the driveline was disconnected and the pump stopped.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia (vt) and patient outcome could not conclusively be established through this evaluation. In addition, review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. The submitted log files contained data from 02oct2022 - 03oct2022. A controller exchange was captured on 03oct2022, followed by transient and sustained low flow hazard alarms occurring until the driveline was ultimately disconnected. The system appeared to operate as intended at the set speed while the driveline was connected. It was later reported that the death was not considered to be device-related, and the device operated as expected. The pump was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Controller: MFR # 2916596-2022-14507.